Event description:
Boston scientific crm received information that technical services contacted this clinic rn on the event date, to discuss a latitude red alert (possible device malfunction). The clinic rn reported that this patient was undergoing radiation therapy. Technical services recommended that the patient should be scheduled for an in-clinic follow-up. Subsequently, the clinic rn contacted technical services on the same day, to discuss displayed fault codes (fault code 13 and 14). Technical services recommended that a memory dump should be returned to boston scientific crm for analysis. The memory dump was received and the device's stored memory was reviewed and evaluated by boston scientific's post-market quality assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that controls episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. This finding has been classified as non-clinically out-of specification and would not have impacted this device's ability to sense and deliver therapy given this patient's episode history and the device's explant date. The clinic rn was notified that the tachy episode data storage feature should not be reprogrammed to 100% for this device. Subsequently, the patient's latitude system was triggering a red alert due to the device's safety mode status. The clinic was aware of the device's current status and will be scheduling follow-up interrogations following each radiation therapy treatment.

Manufacturer narrative:
In 2008, technical services received information that the patient had received shock therapy following a report that he was exerting himself by carrying a case of water bottles. No adverse patient effects were reported. Technical services recommended that the communicator should be unplugged and the clinic is planning continue monitoring the patient closely after each radiation treatment. The clinic rn stated that the patient will not finish radiation therapy until the next two week, or so and at that time the device will be replaced. The device was explanted and returned to boston scientific's post market quality assurance laboratory. The device analysis confirmed the findings from the previously analyzed memory dump. This MDR report will be considered late. This event is being MDR reported based on a precedent event which was reported due to the identified failure mechanism, therefore, events in this trend categorized as yellow or red meet the criteria for reportability.